Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. It was noted that the relative state of charge (rsoc) was not decreasing during system uptime. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause for this failure was discrepancies between the reported rsoc and actual state of charge as calculated from the battery voltage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device¿s battery charger showed a solid light when the nurse picked the handle up from it. The handle showed 172 with a full green battery indicator bar. Once placed into the shell, the screen went completely blank. They charged it for twenty minutes and when they came back on for 30 minutes, it showed a full green battery bar then powered down again after about 30 minutes. The device was also unable to fire and the physician was unable to press the green button and squeeze the handle. There was no patient involvement.